Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The malfunction was observed and attributed to a damaged etch at the location of a transformer on the pace/defib engine board. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 76" and "defib fault 72" messages. Complainant indicated that there was no patient involvement in the reported malfunction.